Event description:
This pt offered no complaints pre-treatment. At 5:55 pm a "sucking sound" was heaard aand the arterial needle was adjusted. The pt then complained that she was "going out". The pt was placed in trendelenberg and given 400 400 cc ns. There was air noted in the venous line down to the venous needle. When the charge nurse came to the pt's bedside the machine was shut off and the air detector was armed. The pt was turned on her left side. The pt did not lose consciousness. The physician awas notified and the pt was transferred to the hospital. She stayed overnight and came to the facility on 1/9/95 for her treatment. She has had no further problems.the dialysis machine was pulled and checked. The air detector alarmed each time it was tested.